Manufacturer narrative:
An event of perivalvular leak (pvl), heart block and permanent pacemaker implant was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, the reported events could not be conclusively determined. It is possible that procedural conditions contributed to this events. However, this cannot be confirmed. The reported unexpected medical intervention and surgical intervention is the result of case-specific circumstances, as post-implant valvuloplasty and valve-in-valve implant was performed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 27mm navitor vision valve was chosen for implantation utilizing a large flexnav delivery system. Length of membranous septum was 3.5mm. There was no calcification extending beneath the aortic annular plane in the interventricular septum. Pre-dilation was performed with a 23mm true balloon, perimeter of annulus derived was 24.2mm. At 80% deployment, the patient developed heart block. The navitor was implanted at a depth of 6mm on non-coronary cusp. No under-expansion was observed but mild perivalvular leak was present. The patient left the operating room with a temporary pacemaker and was hospitalized for monitoring. On (B)(6) 2025, it was reported the patient required a permanent pacemaker due to complete heart block. The patient also developed moderate perivalvular leak. Balloon annular valvuloplasty was performed but ultimately a 26mm sapien valve was placed valve in valve to resolve the issue.